Event description:
Additional information: it was later noted that the patient was still had concerns regarding her device and that she had three appointments set up in (B)(6) 2012 and (B)(6) 2013.

Manufacturer narrative:
Catheter model: 8731sc, serial# (B)(4), implanted: 2012 (B)(6). (B)(4).

Event description:
It was reported that at the last refill in (B)(6) somewhere around the (B)(6), the pump was observed to be flipped, "flipped upside down". The healthcare provider (hcp) had to manually flip it back to refill it. Patient felt that the pump was not working "right or something", has never really worked "right". Patient had not been getting "good release at all" and had to go back on the fentanyl pain patches. Drug delivered via the device was morphine.